Event description:
The customer reported the sys would intermittently fail to display a visible fluoroscopic live image resulting in intermittent sys functionality. There is no report or pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the interconnect cable connectors. The sys operates as intended.